Event description:
Boston scientific crm received information that this pacemaker dependant patient's right ventricular (rv) lead exhibited loss of capture (loc) in both bipolar and unipolar pacing mode. The patient experienced syncope and required surgical intervention to revise the lead. A temporary wire was positioned during the lead revision procedure. The rv lead was successfully repositioned. No further adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.